Event description:
It was reported that the patient presented to the emergency room due to feeling poorly with low energy. The right ventricular (rv) lead was t-wave oversensing (twos) on paced events causing the heart rate to go into the 40s. The sensitivity was decreased and resolved the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4193 implantable pacing lead 2004 (B)(6); 3830 implantable pacing lead 2002 (B)(6); 3830 implantable pacing lead 2002 (B)(6). The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.